Event description:
It was reported that today ((B)(6) 2014) the manufacturer's representative was at an explant. The patient just didn¿t have therapeutic effect, or at least not as much as they would have hoped. The patient had been getting botox injections in the meantime which did seem to do a good job for the patient so they elected to pull both the implantable neurostimulator (ins) and the lead today. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0gg9l, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).